Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. The target lesion was located in a coronary artery. A 3.50x16mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during advancement, the proximal portion of the stent was lifted up and the stent subsequently dislodged. The physician attempted to retrieve the dislodged stent but was unsuccessful. Finally, the physician implanted another device to attach the dislodged stent in place and the procedure was completed. No patient complications were reported and the patient's status was stable.